Manufacturer narrative:
Date sent: 11/7/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy, it was impossible to obtain sample. Another like device was used. There was no patient consequence.